Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3057, product type: trial. Lead. (B)(4) to product ID: 3057, product type: trial lead.

Event description:
Information was received from a consumer and manufacturer representative regarding a trial patient undergoing a basic evaluation. It was reported that there was a lead migration, the patient¿s left lead was pulled out and the patient operated fine on the right lead. The controller was also off after the evaluation/a couple days. No symptoms were reported. No further complications were reported/anticipated.